Event description:
It was reported the ipg was unable to communicate with external devices. The patient has not recharged or used the ipg in over 5 months. The ipg was deemed inoperable. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicate surgical intervention took placed on (B)(6) 2022, wherein in a replacement abbott dorsal column spinal stimulator was implanted. Effective therapy restored post-operatively.